Event description:
The dealer states where the wheel connects to the frame of the chair, there is a weld that is broken on the metal frame near the caster. This is an out of box failure.

Manufacturer narrative:
According to narrative from customer, we believed this is due to solder skips of welding. Qc increased the sampling percentage in welding workshop. Responsible person: (B)(4), date: 03/03/2015. The welding workers should follow welding sop, welding can not be solder skips and saturated. Responsible person: (B)(4), date: 03/03/2015.